Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient contamination. The patient was hospitalized for the peritonitis event the same day as onset. The patient was treated with intraperitoneal vancomycin 1 gram every other day for fourteen days. Dianeal therapy was ongoing. The patient was discharged five days after admission and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.